Event description:
Exploration of hip capsule due to illiosoas tendinitis routine revision of revision of liner, dome hole plug and ceramic femoral head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident liner 10' 28mm e poly. Additional devices listed in this report: unknown acetabular dome hole plug; unknown 28mm ceramic c-taper head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was discarded by the hospital. An event regarding pain involving a trident liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Exploration of hip capsule due to iliopsoas tendinitis routine revision of revision of liner, dome hole plug and ceramic femoral head.

Manufacturer narrative:
The following products, reported as unknown in initial MDR, have been identified as follows: catalog #: 2060-0000-1; lot #: mer0vx; MFR date: 11/06/2008; exp. Date: 11/30/2013; acetabular dome hole plug. Catalog #: 18-28-3; lot #: 14198601; MFR date: 06/27/2005; exp. Date: 06/30/2010; delta c-taper head 28mm -2.5.

Event description:
Exploration of hip capsule due to iliopsoas tendinitis routine revision of revision of liner, dome hole plug and ceramic femoral head.